Event description:
\ Event description cpi received information that the patient had a gran mal seizure that resulted in inappropriate shocks being delivered by the implantable cardioverter defibrillator (ICD) and several non-sustained episodes. The patient remains on a ventilator following the seizure. Cpi received additional information that during an invasive procedure a separate rate sensing lead was implanted after which a loss of ventricular capture was observed. Review of the ICD strips by the cpi technical services dept. Noted intermittant p-wave oversensing was occurring following an atrial paced event. This lead was later abondoned as the physician did not feel that the retractable screw was operating normally.